Manufacturer narrative:
Pending additional information regarding patient symptoms and results of dye study. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report an overinfusion volume discrepancy. The patient was seen for a refill. Hours later, the patient was admitted to the emergency room with overdose symptoms. The patient's pump was turned off and the ptc was disabled at the ER. The patient was seen the next day for a volume check, in which the expected volume was 19 mls and the returned volume was 10 mls. Per follow-up, an additional smaller overinfusion volume discrepancy was reported, where the expected volume was 9.5ml and the actual aspirated volume was 8ml. The patient is currently doing well and a dye study is scheduled.

Manufacturer narrative:
Additional information: b5. Corrected information: h6. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Follow up communication confirmed that no additional volume discrepancies were observed for the patient. No additional surgeries are planned for the patient, and they are no longer experiencing any overdose symptoms. The exact overdose symptoms that occurred were not able to be confirmed.